Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. After replacing the camera the navigation system functioned as it should and without issue return requested. Replacement ext scu to r/a psu cable shipped to site 05/26/2016. Medtronic investigation of returned suspect scu to r/a psu cable finds when tested continuity of cable and did not find any opens or shorts. Functions as intended. No fault found. Return requested. Replacement spectra rohs psu shipped to site 05/26/2016. Suspect psu returned to manufacturer on 06/07/2016. Medtronic investigation of returned psu finds that when connected to a known good system the psu would not power up. Electrical failure - no power. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a l5-s1 spinal fusion procedure, the site took a spin using an imaging system, transferred it over to their navigation system and when they began to navigate they had lost camera connection. The navigation system camera showed black status, no lights were showing. In trouble-shooting, the navigation system was re-booted, however, this did not resolve the issue. They checked all internal connections and found the polaris spectra system control unit (scu) showed an orange light on the left-hand side. The surgeon opted to discontinue use of the navigation system. Surgeon continued the procedure to completion using fluoro with c-arm. Delay in therapy was 5 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Per further vendor analysis, the customer's description of failure has been verified. The unit would not power up due to a faulty component on the main board. As a result the effected component requires replacement followed by recharacterization as an extended pyramid volume programmed with the firmware as it was received.